Event description:
Customer reports that while playing golf, he attempted to give a bolus delivery when he noticed an unexpected restart alarm. Customer's blood glucose was 415 mg/dl. Customer states he later received a signal too low alarm. Customer was concerned about administering a bolus shot due to alarms, therefore did not treat. Customer's blood glucose later was 421 mg/dl. Customer was advised to monitor insulin pump since this was the first time he received the unexpected restart alarm. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.